Manufacturer narrative:
Updated device brand name model number. Device not returned for evaluation.

Event description:
It was reported the patient had an advance sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter (aus) on (B)(6) 2019 due to an unspecified reason. The patient's incontinence following the implant of the advance sling was better than baseline, patient got down to 1 pad a day but wanted to be completely dry, so wanted the aus. The patient's outcome following this surgery was good with no further complications. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had an advance sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter (aus) on (B)(6) 2019 due to an unspecified reason. The patient's incontinence following the implant of the advance sling was better than baseline, patient got down to 1 pad a day but wanted to be completely dry, so wanted the aus. The patient's outcome following this surgery was good with no further complications. Should additional information be received a supplemental report will be submitted.